Event description:
It was reported that a user experienced hypoglycemia after addressing a prior occlusion alert and treated the low glucose with oral carbohydrates; investigation included troubleshooting and user education conducted remotely and revealed that the event involved low glucose following an occlusion alert, with user-initiated overtreatment potentially influencing glucose recovery. No clinical symptoms associated with low blood glucose to 39 mg/dl. Outcomes included recovery to stable glucose around 99 mg/dl with self-monitoring without medical intervention or hospitalization. It was concluded that the cause of hypoglycemia was unclear, product malfunction was not confirmed, and the user stabilized with oral carbohydrate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.